Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing was fused together or compressed on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.